Event description:
It was reported the screen is broken. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electromagnetic field immunity test was out of specification, the magnet was rusted and the top lens was foggy. Concomitant medical products: product ID 2090 programmer. (B)(4).